Manufacturer narrative:
Review of provided x-ray confirms screw loosening and observes a fractured rod. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
Seaspine was notified on (B)(6) 2022 of a screw back out event. On the films provided, there was also a rod fracture observed.

Manufacturer narrative:
Review of the x-ray provided confirmed the allegation of postoperative set screw loosening. The initial report submitted associated with this failure suggested a rod fractured in addition to the set screw loosening; however, further review of the information and x-ray provided confirmed the rod is fully in tact, prompting this follow up report. Furthermore, the operating surgeon also confirmed the rod did not fracture. The root cause of the set screw loosening cannot be determined at this time as no implants were made available for analysis and no additional information surrounding the surgical technique and/or events leading up to the failure were provided. Failure modes are dependent on numerous factors, including, but not limited to, patient selection, pathology, surgical plan, technique, and implant/instrument design. Possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
A patient underwent spinal surgery consisting of seaspine's mariner mis pedicle screw system from levels l4-s1. Seaspine was made aware on 16 aug 2022 that a set screw loosened from the construct in the postoperative period. A rod fracture was also initially observed by seaspine product management via the x-rays provided.